Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to severe low blood glucose on (B)(6) 2019 with blood glucose of 18 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer believes the pump over delivered. Troubleshooting was completed but did not resolve the issue. The customer was stressed due to school exams. The insulin pump will be returned for analysis.